Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Reportedly, the cause of the reported issue was due to the customer being unable to remove the cartridge from the pump to load a new cartridge. A manual insulin injection was administered to address the elevated bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.